Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information was requested, and the following was obtained: were any issues with device noted in initial procedure to include staple formation? No...I was in the case. Does the surgeon routinely wait 15 seconds prior to firing? Yes. What color cartridge was used to create pouch? Gst60g (with cook buttress strip). Followed by gst60d (with cook buttress strip) followed by gst60d (with cook buttress strip) followed by gst60d (with a cook buttress strip). Please describe technique on how gj was created. She uses a linear approach and closes with endostitch. What is the current patient status? Was repaired. Patient has been discharged.

Event description:
It was reported that the p patient had a post-operative bleed at the jejunojejunostomy anastomoses that caused a blockage and abdominal pain which eventually opened up the staple line at the gastrojejunostomy anastomoses. The patient required revision surgery to address the issue on (B)(6) 2020.